Event description:
On (B)(6) 2008: customer reports system failed during a pt procedure. Customer reports they found a tripped breaker, reset, rebooted the room and all would start to function. The breaker tripped approx three times during the procedure when they attempted to perform rad imaging. Each time they could reset and continue. The procedure was completed, no reported injury.

Manufacturer narrative:
Field service engineer investigated report of breaker tripping during fluoro, but was unable to duplicate. Fse troubleshot system, shooting rad exposures up to 640ma and running the kvp up to 120 without problems. Fse evaluated waveforms on the scope and found no spikes and levels were good. Fse suspects that since the 50 amp fuses were not blown, there is a faulty breaker on the hospital side. No problem found in the system that would cause the breaker to trip. Fse informed facility biomed. Fse verified service checklist and returned unit to full service.